Manufacturer narrative:
The event unit is to return to applied medical for evaluation. A follow-up report will be provided upon completion of the investigation.

Event description:
Name of procedure being performed: na (incoming inspection). Detailed description of event: [name] incoming inspection po# (B)(4). "This is a complaint from [name] evaluation team. The lot mentioned above was found to have defective units per our incoming inspection. Delivery date: june 6, 2020." (1) c0r47 of lot # 1384271 - pouch torn (2 pouches). Patient status: na (no patient involvement). Type of intervention: na.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Upon visual inspection, engineering confirmed that there was a hole in the tyvek of the pouch. Based on the condition of the returned unit, the hole in the pouch was caused by contact with an object, which likely occurred during shipping and handling. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level. Correction - date received by manufacturer was update to june 22, 2020.

Event description:
Name of procedure being performed na (incoming inspection). Detailed description of event: [name] incoming inspection po# 153p014. "This is a complaint from [name] evaluation team. The lot mentioned above was found to have defective units per our incoming inspection. Delivery date: june 6, 2020. Please refer to the attachment file." (1) c0r47 of lot # 1384271 - pouch torn (2 pouches). Patient status: na (no patient involvement). Type of intervention: na.